Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not seal well. End tones were heard indicating a completed sealing cycle. Examination of the received device also found the lock actuator for the knife had detached and was not returned. The customer confirmed that no piece of the device fell within the patient cavity.

Manufacturer narrative:
Evaluation summary: on used lf1212 was received, and evaluation of the sample could not confirm the reported issue with sealing. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation did confirm an alternate issue with the device with a detached component. Visual inspection found the lock actuator had disengaged from the body of the device. A review of the rfid log for this device shows the instrument was used in seven different time periods within six days. The investigation identified the root cause of the missing component to be from multiple uses of this device. The instructions for use included with this device cautions users that this is a single use device and should not be reprocessed. If information is provided in the future, a supplemental report will be issued.